Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe stopper was jammed. The following information was provided by the initial reporter, translated from (B)(6) to english: "bd syringe 50ml; rubber is jammed (2nd time this has happened to a certain cleanroom assistant)".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/1/2021. H.6. Investigation: one sample received for investigation, upon visual inspection of the sample received, it can be seen the stopper is incorrectly assembled to the plunger. No further damage can be seen. Once examined, the syringes is disassembled and no molding or other defects can be seen once the stopper is separated from the rest of the component. Stopper can be assembled without any problem again. A device history review was performed for the reported lot 2107032, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated with misalignment of plunger-stopper-barrel in the assembly station during assembly process. H3 other text : see h.10.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe stopper was jammed. The following information was provided by the initial reporter, translated from dutch to english: "bd syringe 50ml; rubber is jammed (2nd time this has happened to a certain cleanroom assistant)."